Manufacturer narrative:
A complete lead was returned in one piece measuring 86.4 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture was noted on the left ventricular lead. Lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.